Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the insulin pump alarmed no delivery. The self-test passed. The customer experienced a high blood glucose level of 385 mg/dl. A possible occlusion was detected. The high pressure test passed as well. The device was not returned.